Manufacturer narrative:
A visual and functional inspections were performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during manufacturing, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. However, the device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and noted damages appear to be related to operational circumstances of the procedure. It is likely that during advancement through the moderately tortuous, mildly calcified anatomy and/or other devices used, the balloon became compromised and/or damaged resulting in the pinhole balloon rupture during the first inflation at 12 atmospheres. The noted peeling and scratches on the balloon at the rupture location also suggests interaction with the balloon causing damage to the outer surface of the balloon material. The noted stretching to the guide wire notch area and noted kinks and bends on the balloon catheter likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.d10, h3: device return status updated from not returning to returned. H6: method code 4114 removed, conclusion code 67 removed h10: addtl mfg narrative updated based on device return.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices, lesion calcification or a previously implanted stent. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device return status updated to not returning.

Event description:
Subsequent to the initial report, additional information was received: the 2.0 x 12mm mini trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. During the first inflation of the balloon to 12 atmospheres, contrast was seen leaking from distal portion of the balloon. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo lesion in the left posterior ventricular artery. The 2.0 x 12mm mini trek rx balloon dilatation catheter (bdc) was advanced for pre-dilation of the lesion. After two attempts to pre-dilate the lesion, contrast was seen leaking from the balloon. The bdc was removed from the anatomy and the leak was confirmed when the balloon was inflated outside the anatomy. A new bdc was used. There were no adverse patient effects. No additional information was reported.